Manufacturer narrative:
A wallflex biliary rx stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by approximately 2cm. A section of the inner could be seen exiting at the guidewire access sleeve. During the product analysis, the investigator attempted to deploy the stent. However, this attempt proved unsuccessful and it was noted that more of the inner then exited at the guidewire access sleeve. A visual and tactile examination found a kink in the stainless steel tubing and in the outer sheath at 130mm proximal to the guidewire access sleeve. These kinks are consistent with excessive force being applied to the device. The device was dissected at the guidewire access port. The stent and the distal inner were withdrawn and no issues were noted with the profile of the stent; however, it was noted that the distal inner was kinked at various positions along its length. This damage is consistent with the application of excessive force. A visual and microscopic examination found no issue with the profile of the reconstrainment band. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A section of the inner could be seen exiting at the guidewire access sleeve which was preventing the stent from being deployed. The damage identified during the product analysis were consistent with the device meeting resistance during deployment. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was attempted to be used to treat a malignant stricture in the common bile duct during a biliary stent implantation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure the physician attempted to place the wallflex biliary rx stent under fluoroscopy. The physician pulled the sheath back on the delivery system using strong force. The stent could not be deployed. The physician kept attempting to release the stent but the stent had only deployed by 1cm when the sheath was pulled back completely. An attempt was made to retract the stent, but the marker on the outer sheath would not move and the stent could not be reconstrained. The stent was removed from the patient endoscopically while partially deployed on the delivery system. After the device was removed from the patient it was noted that the inner sheath had been flattened and came out at the guidewire exit port. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. (B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent was attempted to be used to treat a malignant stricture in the common bile duct during a biliary stent implantation procedure performed on (B)(6) 2015. Reportedly, the patient's anatomy was tortuous. According to the complainant, during the procedure the physician attempted to place the wallflex biliary rx stent under fluoroscopy. The physician pulled the sheath back on the delivery system using strong force. The stent could not be deployed. The physician kept attempting to release the stent but the stent had only deployed by 1cm when the sheath was pulled back completely. An attempt was made to retract the stent, but the marker on the outer sheath would not move and the stent could not be reconstrained. The stent was removed from the patient endoscopically while partially deployed on the delivery system. After the device was removed from the patient it was noted that the inner sheath had been flattened and came out at the guidewire exit port. The procedure was completed with another wallflex stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.